Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a therapeutic knee surgery procedure, the patient sustained a third-degree burn of the right lower leg. It is suspected that this injury was caused by the hot light-guide cable. However, no further information was provided.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion.